Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, reuse of single use product issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation patient disconnected and reconnected heater and supply bags, which is a use error/poor aseptic technique. The root cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 ( see report 1423500-2012-02345) alarm during dwell 3 of 4 of a previous therapy on the homechoice machine(hc). The caregiver(cg) stated they turned off the hc and disconnected the home patient(hp). The cg stated she had connected the heater bag and supply bag incorrectly, and then during therapy disconnected the lines and reconnected the lines. The technical service representative(tsr) advised the cg they cannot disconnect the lines once they are connected and should have started over with new supplies. The cg discarded all supplies and ended therapy. The cg was contacted on (B)(6) 2012. The cg stated this was an isolated event. The cg stated the hp did not develop any adverse reactions or need any medical intervention. The cg stated that after starting over with new supplies no further issues were found. The cg also stated no companion samples were available. There was patient involvement; however, there was no injury or medical intervention reported.